Event description:
The company representative on behalf of the customer reported to olympus, the nozzle of the evis lucera elite colonovideoscope was clogged. The issue was found during inspection for use for an unknown procedure. The procedure was completed with a similar device. The device was returned and an evaluation at the repair center revealed clogging of the nozzle with foreign material. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm associated with the event.

Manufacturer narrative:
The customer provided response to the questionnaire regarding the presence of foreign material. The product was cleaned, disinfected, and sterilized before requesting repair. The customer does not know when the foreign material adhered to the scope. The endoscope was not used in a procedure with the foreign material attached to it. There was no delay to start of pre-cleaning. The air/water nozzle was flushed with air and water. There were no problems with accessories used for reprocessing. The air/water nozzle was brushed with a gauze, brush, or sponge. Air water nozzle was flushed with detergent solution. An evaluation of the returned device confirmed the customer allegation-¿nozzle clogged¿. There were few additional findings. Due to damage on up/down knob, water tightness is lost. Due to wear of angle wire, bending angle in upward direction does not meet the standard value. Due to wear of angle wire, the play of up/down knob was out of the standard value. Adhesive on bending section cover had a chip. Due to clogging of nozzle, air supply volume and water supply volume does not meet the standard value. Due to clogging of nozzle, water removal ability does not meet the standard value. Universal cord was wrinkled. Forceps channel port was shaved. Paint on suction cylinder was peeled. Control unit had discoloration. Scratches were found throughout the device. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is received.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported foreign material in the nozzle could not be identified and a definitive root cause of the issue could not be determined, however, it is possible that a deviation of reprocessing from the instruction manual could have caused have the foreign material to remain in the nozzle. The event can be detected/prevented by following the instructions for use which state: ¿chapter 3 preparation and inspection, section 3.3 inspection of the endoscope and section 3.8 inspection of the endoscopic system¿. ¿inspection of the endoscope¿ ¿8. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities¿. ¿inspection of the objective lens cleaning function¿ ¿inspection of the water feeding function¿ ¿1 keep the air/water valve¿s hole covered with your finger. 2 depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens¿. Olympus will continue to monitor field performance for this device.